Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 600 mg/dl. Device was able to rewind. Customer declined troubleshooting for off no power alarm and high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.